Event description:
It was reported that "it broke during use. Was not able to inject more; the deflux was stuck in the syringe/needle. Could not push more or add more. It came like that. The patient was under anesthesia, and the procedure was able to proceed regardless. The first syringe was fine; the second one was the one that had the issue. It was used for sui in an adult. Could not put the desired amount." Additional information received on may 15, 2026, indicated that "the patient did not receive the full dose because of the broken syringe. We used a second syringe, but did not have the full dose intended to be given because of the broken syringe. No additional deflux was available in our hospital. Procedure may not be as effective as intended because of the availability of this medication, but no additional intervention/procedure was required."

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: this complaint has been handled and closed as code 3b (broken flange) based on the inspection of sample. Picture: visual inspection has been performed of provided picture in terms of overall appearance. A picture provided of the carton showing the reported lot number. Complaint reason not verified. Sample: one half-empty syringe in return. Number of units and lot are in accordance with the report. The syringe has a broken flange. Code 3b applies based on sample inspection. The batch record has been reviewed and no deviations or anomalies were identified that can be linked to the complaint. No quality issues have been found related to the raw material (syringe) that could explain the complaint. Identified root cause: not determined. No further actions will be taken regarding this complaint at this time. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.